Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultra2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date in (B)(6) 2013, the patient obtained the blood glucose readings of 497 mg/dl and "hi mg/dl" (greater than 600 mg/dl) on the reported meter. The patient took his usual dose of insulin. Afterwards, the patient experienced the symptoms of shaking, impaired vision and forgetfulness. The patient went to the emergency room, where he received treatment with insulin. The patient reported that his blood glucose level was not retested while in the ER. The meter, test strips and control solution were replaced. Although the treatment received in the emergency room correlated with the patient's meter readings, this complaint is being reported as the patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated readings on the reported meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.